Event description:
This report is being filed after the review of the following journal article: mayer f et al. (2022), radiological and clinical outcomes after anterior cervical discectomy and fusion (acdf) with an innovative 3d printed cellular titanium cage filled with vertebral bone marrow, hindawi biomed research international volume 2022, article ID 6339910 (germany). The objective of the study was to assess the clinical and radiological outcomes after anterior cervical discectomy and fusion with 3d printed cellular titanium cages filled with bone marrow and to compare the clinical and radiological results with the current scientific literature. 18 patients, with cervical disc herniation, cervical stenosis, osteochondrosis, mild spondylolisthesis, mild segmental kyphosis, and spondylodiscitis in whom monosegmental anterior cervical discectomy and fusion was indicated, were included in the study. There were 9 males and 9 females with a mean age of 52.2 years. The patients were implanted with an unknown depuy spine eit cellular titanium cage. After identifying the right cage size, the selected 3d printed titanium cage was filled with previously aspirated bone marrow and implanted press-fit in the intervertebral disc space under slight distraction of the motion segment. Complications were reported as follows: patient 6, a-41-year-old male had a range of motion of 4.1 degrees at 3 and 5.1 degrees at 12 months, respectively. By definition, this patient had to be classified as having pseudoarthrosis at 12 months postoperatively. 1 patient had persisting pain. This report is for an unk cage/spacer: eit. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: 510k: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.